Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The loaner dermatome has been chopping or skipping. The surgeon did not know if it's his technique but he has never had issues taking split-thickness skin graft (stsg) in the past with other dermatomes. Additional information was requested and the following information was provided on (B)(6) 2013: the product problem for the loaner dermatome was discovered during surgery. Serial number of the product was unk. It was noted that the loaner dermatome came in contact with male and female pts with ages ranging from 20 to 80 years old for all types of skin grafts (split thickness skin graft (stsg) and full thickness skin graft (ftsg)). The incident occurred with multiple cases over the last 6 months. Injury included longer anesthesia and multiple donor sites where both legs were used (which was not planned). For all of the cases, there was a need to take a second donor site or larger than planned donor site due to the product problem with the loaner dermatome. A request was sent to the customer for clarification on the reported information of multiple cases and pts involved. However, no information was further provided to date.